Event description:
Additional information was received that the cause of the event may be due to lead damage. However, no diagnostic imaging has been performed to confirm the lead damage.

Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. The patient is stable with no consequences.